Manufacturer narrative:
The customer stated they replaced all reagent probes. The investigation is ongoing.

Event description:
There was a complaint of questionable calcium results for 2 patients tested with a cobas 8000 c702 module. The questionable result was not reported outside the laboratory. Patient 1¿s initial result was 1.977 mmol/l; the first repeat was 2.456 mmol/l, and the second repeat was 2.498 mmol/l. Patient 4's initial result on (B)(6) 2022 was 2.073 mmol/l; the repeat was 2.8 mmol/l. The calcium reagent used was lot 579804 and the expiration date was requested, but not provided.

Manufacturer narrative:
The device code was updated. The field service engineer (fse) re-tubed the cell rinse tubes and confirmed the module was operating within specification. Reagent issues can be excluded. The investigation determined the event was related to a maintenance issue and was resolved by the service actions.